Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated glucose after a morning infusion set change and meal announcements on an ilet system, with glucose rising to 394 despite usual and increased meal announcements and no visible insulin leakage after tubing fill and reconnection. Symptoms included hyperglycemia. Outcomes included user self-management at home with no injury, emergency care, or hospitalization. Investigation included remote troubleshooting with guidance to disconnect as for a shower, perform a tubing fill with observed drops, reconnect, monitor glucose, and later change all infusion supplies. Investigation of this case revealed that the cause of hyperglycemia was unclear, with potential issues including infusion site or delivery effectiveness not confirmed by user observation of leaks or occlusion indicators. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.